Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that during use of the infusion needle for intravenous drug therapy through patient's implanted portal device, the needle separated from the remainder of the device and became lodged in the portal septum. The patient was seen by their doctor the following day and the needle was removed with forceps. There were no adverse further effects to patient reported.